Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A physician reported that the trocar separated while drawing out the chandelier. The same defect occurred consecutively three times. The procedure was completed without product replacement. There was no patient harm.

Manufacturer narrative:
One opened trocar hub and cannula were received for evaluation. The returned sample was visually inspected. The trocar hub/cannula assembly was found to be non-conforming with the hub and cannula separated. There was presence of adhesive inside of the hub. No lot number was identified with this complaint; therefore, lot record reviews could not be conducted. During assembly of the trocar product adhesive is dispensed at the cannula hub interface. The evaluation of the returned sample identified adhesive inside of the hub, therefore, how and when the trocar cannula and hub became separated cannot be determined from this evaluation and the root cause for this complaint is unknown. A potential contributing factor of the separation is manipulation during surgery. The exact root cause for this complaint is unknown, therefore, specific action with regards to this complaint cannot be taken. Assemblies are 100% inspected for adhesive application during assembly. If adhesive application is incorrect the assembly is scrapped. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No additional action is required at this time. The manufacturer internal reference number is: (B)(4).